Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001161154

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, prolonged hospitalization, surgical intervention (extracorporeal membrane oxygenation (ECMO) and surgical repair. During the procedure, a cardiac tamponade was noticed via intracardiac echo (ice) catheter. A code was called and pericardiocentesis was performed. The patient will be prepped for surgery. Additional information was received on the event. They performed the pericardiocentesis and the patient was placed on ECMO. The patient is still hospitalized. The right ventricle was repaired by cardiac surgery and the patient was under ECMO. The bwi representative believes the patient is in the intensive care unit (ICU). The physician¿s opinion is that the cause could be due to multiple things and does not blame the biosense webster products. The patient's condition has improved and they are continuing to improve. The patient did require extended hospitalization because of the adverse event. The patient had a vt ablation in 2013. A transseptal puncture was performed and no needle was used. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. A thermocool® smart touch® sf bi-directional navigation catheter was used and the flow setting was at 15 cc. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set at 3 mm stability for 3 sec, 25% over 3 g, 2 mm tag size with no additional filter used with the visitag and the color options used prospectively fti, impedance drop of 5-7 ohms.